Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent undersensing and loss of capture. At the time of lead revision, however, the lead exhibited normal sensing, impedance and capture thresholds. The lead was capped and replaced on (B)(6) 2016. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that the patient had passed out on (B)(6) 2016.